Event description:
After left atrium (la) atrial tachycardia (at) mapping, right atrium (ra) at mapping was tried, blood pressure fell to the 60's. Effusion was confirmed by an echo catheter. The procedure was then interrupted. Blood pressure was confirmed to have increased, and drainage was performed. Patient's condition was stable. The course was stable. The physician commented that since a sample of fukuda's electric needle, which is not usually used, was used on a trial basis, the distance between the hands was different. It is questionable whether bb was performed accurately. There may have been a septal dissection. Prior to noting the pericardial effusion, ablation was not performed. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).